Event description:
On (B)(6) 2025, the user experienced low and high blood glucose (bg) levels while using the ilet, with a nadir of 42[?]mg/dl and peak of 380[?]mg/dl. The user required assistance during the low event but did not seek medical care. The user reported that these fluctuations occurred prior to performing a factory reset of the device. No further issues were reported following the reset.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. System alarms for low and urgent low glucose were triggered and acknowledged, and insulin delivery was adjusted in response to cgm glucose values. No errors or malfunctions were found. Based on available data and user submission, the event was attributed to user behavior, including inconsistent meal announcements and a factory reset on the event date, which may have affected early algorithm learning and glucose management. Should additional information become available, a supplemental report will be submitted.